Event description:
It was reported by a patient¿s sister-in-law that the patient developed ¿a bacteria growth on the leads that caused an infection in their heart¿. It was also reported that the implantable pulse generator (ipg) and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).